Event description:
A malfunction was reported on the pump, but no notable events were noted prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.